Manufacturer narrative:
The following lhr's were reviewed and no evidence was found to suggest the devices did not meet specifications. Part number lot number 1443-2501 102861 100059 102827 the failure mode was not recreated in a cadaver lab with a first-time user. However, with intention and difficulty, the failure mode was successfully recreated. The previous investigations suggest that the failure occurs when a slip occurs due to the instable proximal phalanx and a resulting torque is placed on the implant. This torque is significant enough to break the implant if the insertion force is being applied to the distal end of the inserter. The force required to fully insert the implant is reduced when a 2.5 mm reamer is used. After use with a 2.5mm reamer, the implant was still securely held in place by a tight fit during the cadaver lab. No complaints have been opened regarding crosstie implants that did not perform as intended after implementation when a 2.5mm reamer was used. However, a 2.2mm reamer may still be used, especially in the cases of poor/soft bone quality.

Event description:
A crosstie implant fractured during insertion. The implant was being inserted with a universal inserter and the hole was reamed with a 2.2 reamer. The patient had slightly poor/soft bone quality. There was no harm to the patient. The implant was removed and another 2.5mm implant was successfully inserted. The incident resulted in an estimated 5-minute delay in surgery and doctor was pleased with the outcome and did not have any negative comments regarding the broken implant. The implant was removed and another implant was successfully inserted.